Event description:
The biomedical engineer (bme) reported that there was intermittent comm loss on the central nurse's station (cns) that was monitoring three bedside monitors (bsm). There was construction going on right outside the window. The bsms were wireless and, due to the comm loss issues, they put the patient on a hardwired monitor for immediate monitoring purposes. They were going to take one of the wireless units around different portions of the hospital to see if this issue was duplicated in other areas of the hospital. They later stated that the issue had been resolved, but they were unable to pinpoint the cause. All the units in the department were powered off and then powered back on. The intermittent comm loss went away, and the issue has not recurred. No patient harm was reported

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that there was intermittent comm loss on the central nurse's station (cns) that was monitoring three bedside monitors (bsm). There was construction going on right outside the window. The bsms were wireless and, due to the comm loss issues, they put the patient on a hardwired monitor for immediate monitoring purposes. They were going to take one of the wireless units around different portions of the hospital to see if this issue was duplicated in other areas of the hospital. They later stated that the issue had been resolved, but they were unable to pinpoint the cause. All the units in the department were powered off and then powered back on. The intermittent comm loss went away, and the issue has not recurred. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer was able to resolve the issue by rebooting the devices in their department. The customer indicated they were unable to identify the cause of the issue. Based on the available information, a definitive root cause could not be identified. However, as the issue is only impacting wireless bedside monitors. The issue may have been caused by the customer's network environment/wi-fi. There may have been high traffic in the network access points at the customer's department. The customer was able to resolve the issue by restarting the devices in their department, which may have fixed the traffic in the access points. There is no information that indicates that there was a malfunction of a nk device. No corrective actions will be performed at this time. Additional device information: d10 concomitant medical device: the customer stated that they were using 3 bedside monitors (bsm) in conjunction with the cns, but they only provided information for one of the bsms. Bedside monitor. Model: bsm-6301a. Sn: (B)(6).

Manufacturer narrative:
The biomedical engineer reported that there was intermittent communication loss on the central nurse's station (cns) monitoring 3 bedside monitors (bsm). There was construction going on right outside of the window. They are wireless bsms; and due to the comm loss issues, they put the patient on a hardwired unit. They were going to take one of the wireless units out around different portions of the hospital to see if this issue happens in other areas of the hospital. They later stated that the issue had been resolved, but they were unable to pinpoint the cause. All the units in the department were powered off and then powered back on, and the intermittent communication loss went away. The issue has not returned, so they would like us to resolve the ticket. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Additional model information: concomitant medical device information: the customer stated that they are using 3 bedside monitors (bsm) in conjunction with the cns, but they only provided information for one of the bsms. Bedside monitor: model: bsm-6301a, sn: (B)(4). Bedside monitor: model: ni, sn: ni. Bedside monitor: model: ni, sn: ni.

Event description:
The biomedical engineer reported that there was intermittent communication loss on the central nurse's station (cns) monitoring 3 bedside monitors (bsm). There was construction going on right outside of the window. They are wireless bsms; and due to the comm loss issues, they put the patient on a hardwired unit. They were going to take one of the wireless units out around different portions of the hospital to see if this issue happens in other areas of the hospital. They later stated that the issue had been resolved, but they were unable to pinpoint the cause. All the units in the department were powered off and then powered back on, and the intermittent communication loss went away. The issue has not returned, so they would like us to resolve the ticket. No patient harm was reported.